Event description:
It was reported to nova biomedical that a consumer received multiple high blood glucose readings and continued to bolus unk amounts of insulin throughout the day. She subsequently experienced a hypoglycemic event requiring medical intervention. It was revealed that the consumer is transferring her test strips from one vial to another vial against directions for use and this may compromise the integrity of the test strips. The consumer was also using the wrong nova test strips. Test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.